Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured due to the calcification. The procedure was completed with a different device and no patient complications were reported.